Event description:
Three patients were admitted at different times in a two to three week period to an epilepsy monitoring unit for continuous video/eeg monitoring, electroencephalographic. Results initially indicated "nonlocalized" seizures. Upon further review by the neurologist and eeg technicians, it was discovered that the cte amplifier was producing mirror imaging of the signals, resulting in the wrong interpretation of the data. This equipment had received one year warranty servicing in july and subsequent offline calibrations were all stable and without problem. These patients need to be readmitted and retested in light of these false readings, and potentially could have undergone additional invasive diagnostic testing to achieve a more definitive diagnosis.